Event description:
Customer's husband reported the compact plus system gave a blood glucose result of 204 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based on the compact plus result; husband called emt's. Emt meter result 20 minutes later was 24 mg/dl, customer treated with IV. Also reported blood glucose results of 38 mg/dl and 203 mg/dl within 10 minutes on the compact plus system. A request was made for the return of the system and a replacement was sent.